Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, shortly after initiating a new sensor, the patient reported experiencing a burning sensation at the application site. The patient later indicated that this sensation was attributed to symptoms of anxiety and panic attacks. These symptoms progressed to include chest tightness, anxiousness, cold sweats, vomiting, and panic attacks. Due to concern for a possible cardiac event (particularly in the context of the patient¿s underlying congestive heart failure) the patient was transported to the hospital by her husband on (B)(6) 2026 at approximately 8:00 pm. At the time of the event, the dexcom cgm reading was 141 mg/dl, while a blood glucose meter (bgm) reading was 120 mg/dl, indicating no apparent inaccuracy, hypoglycemia, or hyperglycemia contributing to the symptoms. During hospital evaluation, a cardiac event was ruled out, and the episode was attributed to a panic attack. The patient was subsequently prescribed hydroxyzine and valium (dosage and route not specified) for management of anxiety symptoms. The patient did not report a malfunction of the dexcom device but believed that the device may have contributed to the onset of her panic attacks, as symptoms began after initiating use. At the time of reporting, the patient¿s condition was stable. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.